Event description:
It was reported that, "both the l4 and the l1 screws on the right had the "slot tabs" break off the screws. In both circumstances, extreme pressure was used with the persuader on the blades. In using the persuader, the blades pulled right out of the screw, breaking the tabs on the screw that holds the blades. Happened to the l1 screw first, so the rod was removed and the screw replaced. That screw will be returned. The l4 screw tabs broke later, but the screw was left in and they were able to place a blocker."

Manufacturer narrative:
This medwatch occurred with medwatch number 9617544-2012-00029. Method: complaint history analysis, risk assessment. Results: there have been 12 total complaints involving 13 units relating to broken tulip tabs during surgery. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints concluded that the tab fracture was the result of cantilever forces being applied to the blades while using the mantis persuader . In this case the surgery was extended 25 minutes and the surgery was completed successfully. This screw was implanted as the surgeon was still able to use it to tighten down the blocker. Stryker spine was unable to ascertain if all the tab-fragments were removed from the patient. The tabs themselves are made from a biocompatible material. Conclusions: a CAPA has been initiated to address these types of failures and the root cause analysis has concluded that the failures are user -related.